Event description:
It was reported that the fragmentation basket on the ptd separted during the first pass into the arterial side of the graft. The patient was taken to the or for surgical removal of the basket. There were no further complications.